Event description:
The patient's lead may be broken or there may be a connection problem. It is unknown why the physician suspects a lead problem. X-rays were reviewed and there was no apparent break. The electrodes appear to be implanted lower than the recommended placement. Viewing the x-ray did not determine the cause of the event.